Event description:
Clinic notes were received stating that at the patient's previous appointment, it was noted that the output current was not delivering due to the high impedance observed. The output current was turned down, but not off because the patient was anxious about having the device fully off. It was then stated that recently when the patient was exercising, she felt painful stimulation that resolved within a few hours and did not come back. At the patient's appointment, it was stated that there were currently no plans to replace the device while the patient was having no issues. Normal mode output current was disabled, and it was noted that the magnet mode output current was to be turned off at a later appointment. No surgery has occurred to date for the high impedance. No further relevant information was received to date.

Event description:
It was reported from a patient's mother that her daughter's device was showing a high impedance message in (B)(6) 2018. She believed her daughter was sometimes not receiving therapy because her voice would sometimes not change with stimulation as it used to. No further relevant information was received to date.